Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0tczn, implanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is completed.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that, during the surgery, it was difficult to get the lead in the implantable neurostimulator (ins). The doctor unscrewed the screw and placed the lead in the ins and re-screwed it in. There were no impedances so the doctor closed the patient. During pacu visit, there were impedances on all electrodes. It was noted that the patient didn't feel any stimulation. Upon taking the patient back to surgery, they found the screw was not seated in the ins so the lead was loose in the ins. The doctor removed the ins and, upon doing so, accidentally cut the lead during the opening process. The lead was replaced on the opposite side. It was noted that the ins was replaced. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found the set screw backed out too far. Analysis of the lead (va0tczn) found that the lead body was cut through, product segmented 5.6 cm from the proximal end. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was preformed 3 times with a dry lead, and found to be within specifications. The main component of the system and other applicable components are: product ID 3889-28, lot# va0tczn, ,implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿srepresentative (rep) on 2017-05-29. The rep reported that this was the patient¿s first implant. The rep reported that the healthcare provider (hcp) assumed it was a device issue because the hcp had trouble inserting the lead into the neurostimulator (ins), she had to unscrew the screw in order to insert the lead. The rep reported that when the hpc re-tightened the screw with the lead in place, she assumed it was seated when she heard the clicking. The rep reported that the lead came out in the pacu after the patient was closed. The rep reported that the hcp had to take the patient back to surgery to exchange the ins since the screw was not seated. The rep reported that the screw was blocking the leading from being inserted and had to be unscrewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.